Event description:
It was reported the patient had stimulation at the ipg site when the scs system was turned on. The patient reported this made the area irritated, sore, and occasionally swollen. The sjm representative met with the patient an attempted reprogramming to attempt to resolve the issue. Follow up identified the patient still had pocket stimulation. An x-ray was taken of the lead with no anomalies noted. It was reported surgical intervention would be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.